Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing. Low sensing values on the right ventricular (rv) lead were noted. It was also reported that the device had suspected premature battery depletion. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analysis revealed normal battery depletion. We also received performance data collected from the device and have analyzed the data. The time of recommended replacement time (rrt) in save to disk was on (B)(6) 2012, device rrt<(><<)>=2.6251 volts. The weekly battery voltage trend data shows minimum battery equal to 2.639 to 2.618 volts between (B)(6) 2012. There was one low battery voltage alert on (B)(6) 2012.